Event description:
The affiliate reported that while using the perforator and drilling the temporal bone, the perforator did not disengage. As a result, there was perforation of the skull.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. (B)(4): device not returned.

Event description:
Additional information was provided that explained that two complaints were filed for (B)(4) and that the dura was nicked in one of the cases. It is not known which case. It was also reported that no adverse consequences were reported.